Event description:
It was reported the patient presented in clinic for generator upgrade. It was noted that there were unspecified sensing issues observed previously from the electrogram (egm) on the atrial lead. Reprogramming was performed previously to address the sensing issues. The atrial lead was capped and replaced on (B)(6) 2021. Patient condition was stable.